Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and replaced with another lead of the same type. No patient complications have been reported as a result of this event.